Manufacturer narrative:
A philips remote service engineer (rse) interviewed the midwife onsite to evaluate the device in question. The (rse) tried to find the trace record and identify where the moxa sps was located by ways of ping. The (rse) concluded the switch was either off and disconnected from the main station or network or the power supply was defective. Later on, the local it contacted the head midwife on assignment and found sps reconnected the moxa sps from network. The unit can be pinged now, and the trace record could be acquired from the previous day, and that morning the cause of the reported problem could not be confirmed. After the moxa sps was reconnected to the network the unit was returned to functional use with no further issues identified. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the settings for display of today's monitors (the screen remains frozen on yesterday's examinations). *it is unknown if the device was in use at time of event and there was no adverse event reported.